Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reports the set fell apart during a chemotherapy infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set fell apart was confirmed. Visual inspection showed that the set was separated at the engagement between the tubing sleeve and the filter inlet. Inspection under magnification showed some evidence of solvent at the end of the filter inlet port, but solvent was not observed at the proximal end of the tubing sleeve. The root cause was improper assembly related to equipment and/or operator error.

Event description:
The customer reports the set fell apart during a chemotherapy infusion. There is no report of patient harm.